Event description:
The customer reported to olympus that while using the visera elite video system center, there was a black screen with white spots. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The evaluation found a discolored front panel and a bad locking mechanism. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.